Event description:
A malfunction was reported on a pump by the customer, but no notable events occurred prior to the issue, and it was unknown if the customer's blood glucose level exceeded any safety thresholds. Technical support determined that the malfunction, identified by code malf 6 and fault ID 0x20bc, was not resettable, so they decided to replace the defective pump. The customer, whose device was still under warranty, would receive a pump with updated software. In the meantime, the customer planned to use multiple daily injections as a backup insulin therapy. Technical support provided instructions for handling and returning the malfunctioning pump and confirmed the shipping details for the replacement pump. The customer acknowledged and understood all instructions provided by technical support.